Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances measuring greater than 3000 ohms on the right atrial (ra) lead. Technical services recommended troubleshooting options and the decision was to re-program the device. At this time, the device and ra lead remains in service. No adverse patient effects were reported.